Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. No vibration noted. The device had a corroded motor home switch, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, stained serial number label, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose level was 164mg/dl at the time of the incident. It was reported that the customer went swimming for fifteen minutes. It was reported that the insulin pump had fluid under its lcd and that there were cracks on the battery compartment. The insulin pump will be returned for analysis.